Event description:
It was reported that a critical alarm and motor stall occurred. It was noted that the patient went to the hospital for a planned refill, the pump was interrogated and a ¿pump stopped¿ ¿pump in minimum rate mode (no alarm referred)" was observed. It was reported that the patient¿s pump was filled with morphine and catapresan, the pump was reprogrammed and interrogated and was ¿ok¿. It was reported that the day after this event, the pump sounded an alarm and when the pump was interrogated the message was ¿pump in safe state¿ and ¿reset occurred¿ was observed. It was noted that a wrong time indication was also observed on the clinician programmer. It was reported that the actions as a result of the event were reprogramming. It was noted that the implant remains implanted ¿ remains in service. It was reported that the pump was being used to infuse morphine and catapresan. It was noted that the pump was reprogrammed and interrogated after ¿some time¿ and it was ¿ok¿. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient had systemic morphine underdose symptoms the day after the refill. It was noted that the healthcare provider prescribed a morphine complementary therapy. It was later reported that the patient complained of morphine underdose including dry mouth. It was noted that the healthcare professional prescribed oral morphine therapy. It was reported that the cause of the issue was not determined. It was noted that close follow-up of pump performance was taken and no interventions were known at the time of report. It was reported that the prescribed adjuvant therapy with morphine (transdermal patch) for the underdose episode reported and in case of patient¿s need. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).